Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. Results of investigation: the customer was informed customer that replacing the main board would resolve the issue. Since the device is under warranty, a work order has been issued in our system for repair a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported the bellavista 1000 ventilator screen went black while on patient. No patient harm.